Event description:
Surgeon had difficulty properly placing venous catheter tip of shunt. Did not note incorrect placement until pt was in recovery. Pt was brought back to surgery to correct placement.